Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer stated her normal glucose readings are between 80 mg/dl - 120 mg/dl fasting. Customer ran a back to back blood test and results are 75 mg/dl and 77 mg/dl - fasting. Customer stated the meter is new and she keeps it at her closet in her bedroom. Strip expiration date is 04/30/2018 and strip open date is (B)(6) 2015. Strip storage is stored correct. Reviewed meter memory: 75mg/dl (B)(6) 2015 05:41:00 pm fasting:yes; 77mg/dl (B)(6) 2015 05:40:00 pm fasting:yes; 47 mg/dl control (B)(6) 05:36:00 pm fasting:no; 105mg/dl (B)(6) 2015 04:20:00 pm fasting:yes; mg/dl (B)(6) 12:00:00 am fasting:no.